Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that purple liquid was observed in the ilet pump cartridge chamber, with the user denying leaks or cracks and reporting correct supply change and no cartridge overfill, and blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included complaint intake and a request for replacement of the cartridge. Investigation of this case revealed a suspected fluid presence within the cartridge compartment consistent with a potential cartridge or seal issue, though the user reported no visible damage and no functional impact on therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence of a device malfunction.